Manufacturer narrative:
Image of device was provided, actual device not available for evaluation.

Event description:
The sales representative reported that the cuff did not hold pressure during a procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully with a different device.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Device discarded by customer.

Event description:
The sales representative reported that the cuff did not hold pressure during a procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully with a different device.